Manufacturer narrative:
Device is a combination product. Device evaluated y MFR.: synergy ii us mr 2.50 x 38 mm stent delivery system was returned for analysis. Device was returned for analysis inside an eb35 0.070 guide catheter with the homeostatic valve attached. Device could not be removed proximally from the guide catheter. Investigator cut hypotube 26.5 cm distal to the distal end of strain relief to facilitate removal of the device distally from the guide catheter. A visual examination of the stent found evidence of damage, with proximal struts bunched distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink 24.4cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.50 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion. Upon removal, it got caught on the guide and the proximal edge of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.50 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion. Upon removal, it got caught on the guide and the proximal edge of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported.